Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited intermittent failure to capture with no asystole. The pacing threshold has increased and the impedance is high, within normal range. The device pacing output was reprogrammed to provide an adequate safety margin. Several weeks later, the physician opted to replace the pacemaker electively as it was part of an advisory. Nonetheless, the pacemaker was never reported to be showing advisory behaviors. The old rv lead was placed into left ventricular (lv) port and turned on rv only pacing. The caller confirmed all appropriate reprogramming was completed. Lv sensing was still being observed. This is considered as an off-label application. The patient was hospitalized. No additional adverse patient effects were reported.